Manufacturer narrative:
Continue to d10: product ID: mrasc0002 sn:c22tlk0631 product ID: mrasa0003 sn:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that prior to a roux-en-y gastric bypass, the surgeon console (sc) triggered a non-recoverable error and a corresponding message was displayed. The issue was resolved after rebooting the sc. The patient was under anesthesia but not in the operating room. No injury to the patient.